Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during routine procedure, a magnet was placed over the implantable pulse generator (ipg) and the heart rate was reading without pacing spikes during asynchronous pacing. The ipg remains in use. No patient complications have been reported as a result of this event.